Event description:
It was reported to philips that the ac module (api1ad41-000 k 1350 c 088476) for the device was faulty and would subsequently fail to charge the installed battery. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.